Manufacturer narrative:
A1: patient identifier - (B)(6). E1: initial reporter facility name: (B)(6).

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) involving the popliteal artery with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm. It was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by direct placement of 7 mm x 100 mm and 7 mm x 80 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On same day subject was hospitalized for further treatment and evaluation. There was 100% stenosis, which was 140 mm long with a reference vessel diameter of 5 mm. Thrombolysis treatment was performed. Post revascularization, the residual stenosis was 15%. On (B)(6) 2020, the event was considered recovered and resolved with sequelae and the subject was discharged on the same day. It was further reported on (B)(6) 2020, the subject presented with right cold foot suddenly while doing housework with limitation in walking few meters. The right foot was cooler as compared to the left also mild numbness was noted in right foot. Doppler ultrasound showed suspected stent occlusion of superficial femoral artery. Post intervention on (B)(6) 2020 imaging showed partial recanalization with recesses in the wall and thrombotic occlusion in the fibular artery. Subsequent insertion of a 20-cm-long 4f lysis catheter due to partially subacute thrombotic sections of remaining occlusion. Lysis therapy was performed with ptt-effective heparinization via the sheath and 4 mg actilyse every 6 hours over 24 hours (total amount approx. 16 mg) until the next day via the lysis catheter. On (B)(6) 2020, lysis check-up was performed, and lysis catheter was removed after angiography. Puncture site was closed with a compression bandage. On (B)(6) 2020, the event was considered recovered/ resolved with sequelae and the subject was discharged on the same day. Subject was heparinized for 48 hours with target ptt between 50 and 70 and recommended for long term therapy with asa and plavix for 6 months. On (B)(6) 2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On (B)(6) 2020, the subject was hospitalized for planned intervention. On (B)(6) 2020, 70% stenosis in right distal sfa which was 30 mm long with a reference vessel diameter of 5.5 mm was treated with pta using a drug eluting balloon, resulting in residual stenosis of 15%. On (B)(6) 2020, the event was considered recovered/ resolved and the subject was discharged on the same day. It was further reported that on (B)(6) 2020, the subject was diagnosed with in-stent restenosis due to paod iib in the right superficial femoral artery and popliteal artery. Repeat interventional angiography revealed slight wall irregularities, regular contrast agent outflow to the periphery, strong caliber triple-vessel supply in the lower leg region. On (B)(6) 2020, the right distal sfa was treated with four paclitaxel-coated balloon catheters of 6 x 150 mm, strongly overlapping and stretching through sfa and popliteal target lesion. Post procedure no stenosis was noted. Post hospitalization medications included aspirin and clopidogrel. It was further reported that on (B)(6) , 2020, additional angiography core lab at the mid and distal sfa involving ppa revealed patent outflow, with occlussion as the isr stenosis pattern, with presence of thrombus and absence of aneurysm. On (B)(6) 2020, additional angiography core lab at distal sfa, revealed patent outflow, with isr stenosis pattern as not applicable, with no presence of thrombus or aneurysm. Target lesion was treated with pre-dilatation followed by direct placement of 7 mm x 100 mm and 7 mm x 80 mm study stent. Following post dilation, residual stenosis was 10%. On (B)(6) 2019, the subject was discharged with dual antiplatelet therapy. On (B)(6) 2020, the subject was presented emergently with claudication symptoms and cold feet. It was also reported the subject had right cold foot suddenly while doing housework with limitation in walking few meters, since last 3 days. No palpable pulses in her right foot, popliteal not palpable, inguinal pulse was palpable. Pre-revascularization lesion assessment revealed 100% stenosis, which was 140 mm long with a reference vessel diameter of 5 mm balloon catheter with absence of thrombus. On (B)(6) 2020, pre-interventional angiography confirmed the entire in-stent occlusion, which underwent subsequently predilation of entire area of the occlusion using a 5-mm balloon catheter, however, the occlusion segment appeared to be relatively soft. Postinterventional imaging showed a partial recanalization with recesses in the wall, with short segment postinterventional thrombotic occlusion in the fibular artery. Post procedurally, the peripheral pulses were strong, and the symptoms were reversible with 15% residual stenosis (per edc) and presence of thrombus. On (B)(6) 2020, lysis check-up was performed, which revealed presence of still some luminal abnormalities that are hemodynamically not relevant. Hence post discussion with subject, it was decided to end the intervention and proceed with local drug application for prevention of restenosis on an elective basis in approximately 5 to 6 weeks. Lysis catheter was removed after angiography and puncture site was closed with a compression bandage. Full heparinization was recommended for 48 hours, with a target ptt between 50 and 70 and asa long-term therapy, followed by combination therapy with asa and plavix for 6 months. On (B)(6) 2020, each balloon was stretched twice in an identical position for three minutes to a balloon diameter of 6.44. Post intervention, there was a rapid contrast agent outflow in the entire right leg through to the foot region with smooth wall contours, particularly in the stent region with residual stenosis of 10%. On (B)(6) 2020, the event was considered recovered/resolved and the subject was discharged on the same day, with recommendation to continue dual platelet aggregation inhibition for 6 months as well as long term therapy with asa.

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) involving the popliteal artery with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm. It was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by direct placement of 7 mm x 100 mm and 7 mm x 80 mm study stent. Following post dilation, residual stenosis was 0%. On 23-feb-2019, the subject was discharged with antiplatelet therapy. On 28-jan-2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On same day subject was hospitalized for further treatment and evaluation. There was 100% stenosis, which was 140 mm long with a reference vessel diameter of 5 mm. Thrombolysis treatment was performed. Post revascularization, the residual stenosis was 15%. On 01-feb-2020, the event was considered recovered and resolved with sequelae and the subject was discharged on the same day. It was further reported on 26-jan-2020, the subject presented with right cold foot suddenly while doing housework with limitation in walking few meters. The right foot was cooler as compared to the left also mild numbness was noted in right foot. Doppler ultrasound showed suspected stent occlusion of superficial femoral artery. Post intervention on 28-jan-2020 imaging showed partial recanalization with recesses in the wall and thrombotic occlusion in the fibular artery. Subsequent insertion of a 20-cm-long 4f lysis catheter due to partially subacute thrombotic sections of remaining occlusion. Lysis therapy was performed with ptt-effective heparinization via the sheath and 4 mg actilyse every 6 hours over 24 hours (total amount approx. 16 mg) until the next day via the lysis catheter. On 29-jan-2020, lysis check-up was performed, and lysis catheter was removed after angiography. Puncture site was closed with a compression bandage. On 01-feb-2020, the event was considered recovered/ resolved with sequelae and the subject was discharged on the same day. Subject was heparinized for 48 hours with target ptt between 50 and 70 and recommended for long term therapy with asa and plavix for 6 months. On 29-feb-2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On 18-mar-2020, the subject was hospitalized for planned intervention. On 18-mar-2020, 70% stenosis in right distal sfa which was 30 mm long with a reference vessel diameter of 5.5 mm was treated with pta using a drug eluting balloon, resulting in residual stenosis of 15%. On 20-mar-2020, the event was considered recovered/ resolved and the subject was discharged on the same day. It was further reported that on 29-feb-2020, the subject was diagnosed with in-stent restenosis due to paod iib in the right superficial femoral artery and popliteal artery. Repeat interventional angiography revealed slight wall irregularities, regular contrast agent outflow to the periphery, strong caliber triple-vessel supply in the lower leg region. On 18-mar-2020, the right distal sfa was treated with four paclitaxel-coated balloon catheters of 6 x 150 mm, strongly overlapping and stretching through sfa and popliteal target lesion. Post procedure no stenosis was noted. Post hospitalization medications included aspirin and clopidogrel.

Manufacturer narrative:
A1: patient identifier - (B)(6). E1: initial reporter facility name: (B)(6).

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) involving the popliteal artery with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm. It was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by direct placement of 7 mm x 100 mm and 7 mm x 80 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On same day subject was hospitalized for further treatment and evaluation. There was 100% stenosis, which was 140 mm long with a reference vessel diameter of 5 mm. Thrombolysis treatment was performed. Post revascularization, the residual stenosis was 15%. On (B)(6) 2020, the event was considered recovered and resolved with sequelae and the subject was discharged on the same day. It was further reported on (B)(6) 2020, the subject presented with right cold foot suddenly while doing housework with limitation in walking few meters. The right foot was cooler as compared to the left also mild numbness was noted in right foot. Doppler ultrasound showed suspected stent occlusion of superficial femoral artery. Post intervention on (B)(6) 2020 imaging showed partial recanalization with recesses in the wall and thrombotic occlusion in the fibular artery. Subsequent insertion of a 20-cm-long 4f lysis catheter due to partially subacute thrombotic sections of remaining occlusion. Lysis therapy was performed with ptt-effective heparinization via the sheath and 4 mg actilyse every 6 hours over 24 hours (total amount approx. 16 mg) until the next day via the lysis catheter. On (B)(6) 2020, lysis check-up was performed, and lysis catheter was removed after angiography. Puncture site was closed with a compression bandage. On (B)(6) 2020, the event was considered recovered/ resolved with sequelae and the subject was discharged on the same day. Subject was heparinized for 48 hours with target ptt between 50 and 70 and recommended for long term therapy with asa and plavix for 6 months. On (B)(6) 2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On (B)(6) 2020, the subject was hospitalized for planned intervention. On (B)(6) 2020, 70% stenosis in right distal sfa which was 30 mm long with a reference vessel diameter of 5.5 mm was treated with pta using a drug eluting balloon, resulting in residual stenosis of 15%. On (B)(6) 2020, the event was considered recovered/ resolved and the subject was discharged on the same day.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) involving the popliteal artery with 100% stenosis and was 140 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm. It was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation followed by direct placement of 7 mm x 100 mm and 7 mm x 80 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject was diagnosed with in-stent occlusion at the right distal sfa. On same day subject was hospitalized for further treatment and evaluation. There was 100% stenosis, which was 140 mm long with a reference vessel diameter of 5 mm. Thrombolysis treatment was performed. Post revascularization, the residual stenosis was 15%. On (B)(6) 2020, the event was considered recovered and resolved with sequelae and the subject was discharged on the same day.